Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result generated on the alinity c processing module for one sample. The following results were provided: magnesium reference range (1.6 - 2.6 mg/dl) magnesium critical limits (less than 1.2 mg/dl, high greater than 3.3 mg/dl) sid (B)(6) initial result was 7.3 mg/dl, repeat result was 2.3 mg/dl no impact to patient management was reported.

Event description:
The customer observed a falsely elevated magnesium result generated on the alinity c processing module for one sample. The following results were provided: magnesium reference range (1.6 - 2.6 mg/dl) magnesium critical limits (less than 1.2 mg/dl, high greater than 3.3 mg/dl) sid (B)(6) initial result was 7.3 mg/dl, repeat result was 2.3 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated magnesium results generated on the alinity c processing module included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. A ticket search by lot did not identify an increase in complaint activity for lot number 55568ud00 for the current issue. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the magnesium reagent lot 55568ud00 was identified. All available patient information was included. Additional patient details are not available.